Manufacturer narrative:
According to the customer, they rebooted the unit, but the issue returned 30 minutes later. The customer will send in the unit to be exchanged. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the multigas unit displayed an "external device error" message. There was no patient injury reported.

Event description:
The customer reported that the multigas unit displayed an "external device error" message. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the multigas unit displayed an "external device error" message. According to the customer, they rebooted the unit, but the issue returned 30 minutes later. The customer will send in the unit to be exchanged. There was no patient injury reported. Investigation summary: the root cause is determined to be component failure: sensor needed replacement. Sensor is a replaceable component, where the longevity is dependent upon the following factors: · instrument and parts must undergo regular maintenance inspection at least every 6 months. · if stored for extended periods without being used, make sure prior to operation that the instrument is in perfect operating condition. Proper device maintenance should be observed per operator's manual 0614-905501e. Attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6) 2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; there was no patient involved!!. Manufacturer references # (B)(4).